Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found leak on a-rubber (insertion section) and observed to be ruptured. The leak was taped and dunk test performed and no other leaks found. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the black rubber is off the tip of the scope. The distal tip (parts fall off from the distal end ). The issue found at reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.